Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high and low blood glucose. Customer's blood glucose was 43 mg/dl. Customer treated low blood glucose with food. Customer woke up with blood glucose was 217 mg/dl, then went up to 418 mg/dl after a bolus delivery. Customer mentioned the cannula was bent. Customer declined troubleshooting for high blood glucose. Customer will not be returning the device for analysis.